Event description:
It was reported that the left ventricular (lv) lead had high thresholds and high impedance. It was noted that the impedance began to rise after the patient had heart surgery. The lead¿s pacing polarity was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).